Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory.

Event description:
It was reported a high impedance issue (greater than 40,000) on all electrodes when the lead and extension were tested together. The lead was implanted on (B)(6) 2014 and the extension was implanted on (B)(6) 2014. A revision was done and a new extension and lead were implanted. The extension was replaced then tested with the initial lead and a high impedance issue (0, 2, and 5 were greater than 40,000) occurred. Everything was cleaned twice and measured again with no change. Reprogramming was also performed to no avail. A new lead was implanted and connected to the implantable neurostimulator (ipg) with all electrode impedances okay. The initial lead and extension were both explanted and are expected to be returned. The issue was resolved after the two devices were replaced, no patient symptoms were reported and the patient¿s status was reported as alive with no injury. In the event addition information becomes available, the file will be re-evaluated and follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0207430186, implanted: (B)(6) 2014, product type: lead; product ID 37081-40, lot# njb134445v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found the #0 and #2 conductors were broken 2.8cm from the proximal end. Analysis of the extension found no anomaly.

Event description:
Additional information received indicated that the patient had also experienced a lack of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.